Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the atrial channel of the pacemaker exhibited far r oversensing resulting in inappropriate mode switch episodes. Programming changes were suggested; no changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.